Event description:
It was reported that the patient heard an alarm on their pump; it had not been confirmed through telemetry. The patient thought that it was a critical alarm. The patient was due for a pump refill and was concerned about the "pump going dry". It was later stated that the patient had an MRI to "make sure pump was still working". The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).